Event description:
<P>caller reported a malfunction on the pump but did not experience any notable events before the malfunction. Customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and contact support if the issue happened again, and they agreed to do so.</p>